Event description:
It was reported that the day after implant, the patient had pain and diaphragmatic stimulation. Lead testing indicated the ventricular lead showed no capture and sensing had decreased. An echocardiogram confirmed a perforation into the right ventricle. The patient was taken back to the catheterization lab and the lead was pulled back and repositioned. The lead remains in use. No further patient complications had been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.